Event description:
Additional information received from the healthcare provider reported that the patient's pertinent medical history included end stage cancer. The infection was due to multiple comorbidities and declining health status.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. Per the clinic report, the health care professional explanted the catheter only due to an infection. Additional information from the health care professional later indicated that on (B)(6) 2015, the patient needed to have their catheter explanted due to an infection, the pump was also turned off as no catheter had been reconnected, due to the infection. The infection resolved with antibiotics. The chart didn't say if anything was cultured or what grew. The patient had been in hospice care since around christmas time.